Event description:
Customer reported the system drives to max technique and will not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the camera. System operates as intended. This MDR is related to ge healthcare complaint.